Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump was received with normal operating currents. No unexpected failed battery test alarm or low battery alarm noted. No frozen screen was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer reported that the device was in her pocket prior to this issue occurring. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.